Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt's controller was going blank/unresponsive when plugging in the recharger antenna to charge the implanted neurostimulator(ins). Pt's controller remained responsive when plugging in ac power supply. Pt rep noticed grey discoloration on cord where cord meets coil. Ins charge was at 60% and controller charge was at 100%. The issue was not resolved. During the call, the pt rep said "somehow it got to the wrong program. So maybe that is why it's not working" when pt rep unlocked the controller screen (pt rep was referring to possibly why the controller was turning off when recharger antenna was plugged in). No symptoms or patient complications were reported.

Event description:
Additional information received from the patient. It was reported that when asked what the circumstances were that led to the patient somehow getting to the wrong program, the patient responded they weren't sure. They received a new recharger and noted it was working fine now. No symptoms or further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.